Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the patient complained of blind spot in center of vision beginning one week post operation for each eye. The lens was explanted and replaced with company lens in a secondary procedure. Additional information was requested, but further no information was available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was returned for analysis. Intraocular lens returned in 3 segments in a plastic container. A significant amount of solution is dried on the segments. Hcp reported that in his/her opinion the product did not cause/contribute to the event. The event was due to "hyperopic surprise- possible elp was more posterior". The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the product did not cause the event. The event was due to "hyperopic surprise- possible elp was more posterior". Based on this information, the product did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating in the surgeon¿s opinion, hyperopic surprise- possible elp was more posterior caused the event. Patient's symptoms were resolved. There was no patient harm and patient was not hospitalized as a result of this event.